Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit could not be set. The bed was located at the account in the basement hallway. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the scale read negative 4.1 lbs. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2011, 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. Based on this info, no further action is required.